Manufacturer narrative:
Follow up #1 04/09/2015. Device evaluation: the pump has been returned to animas and evaluated on 03/30/2015 with the following findings: the threads on the battery cap were stripped and the pump couldn¿t be secured. A test battery cap was able to secure and was used for testing. Unrelated to the battery cap, the audio bolus button was torn but still responding. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery cap couldn't attach to the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.